Manufacturer narrative:
Device passed displacement test. However device alarmed motor error during basic occlusion test due to loose or protruded drive support disk unable to perform occlusion test, prime test, excessive no delivery test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump got a failure to cycle alarm. Blood glucose level was 163 mg/dl at the time of the incident. Troubleshooting was performed but was unable to clear the alarm. Customer was advised to revert to back up plan per hcp instructions the insulin pump will be replaced and returned for analysis.